Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: mni, mnh, kwp, and kwq. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..

Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) at l4-5 with the pangea pedicle screw fixation system, a locking cap would not tighten and lock into the pedicle screw. During the procedure, while tightening the locking cap on the rod and pedicle screw in the patient¿s right side of l5, the cap did not seem to tighten properly. After several attempts, the surgeon stated that the ¿tulip¿ head of the pedicle screw appeared to be splayed. This was causing the cap to advance without locking into place into the head of the pedicle screw. The surgeon removed the locking cap as well as the locking cap that had already been successfully implanted in the right side l4 pedicle. The surgeon then removed the rod that spanned l4 to l5 and then the pedicle screw in l5. The pedicle screw with replaced with another of like size then replaced the rod and both locking caps on the right side. This time the locking cap at both l4 and l5 locked into place as designed. Surgery was completed with no complication to the patient other than the time delay and having to insert the l5 screw again. There were no reports of a surgical delay this report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Product development evaluation details, the part returned with the polyaxial head of the pedicle screw is no longer polyaxial, and is splayed outward to a diameter of 13.4mm. The titanium pangea locking cap and the titanium pangea polyaxial pedicle screw belong to the pangea spine system which is for posterior stabilization of the thoracolumbar spine for deformity correction. The technique guides were reviewed for the proper use of these implants. One titanium pangea locking cap and one titanium pangea polyaxial pedicle screw were returned with the reported issue of, a locking cap would not tighten and lock into the pedicle screw and the cap did not seem to tighten properly. Further inspection details, the locking cap driver recess has markings indicative of use, and the remainder of the implant is in good condition. The two parts are unable to fully tighten together. The associated drawings for the pangea polyaxial pedicle screw were reviewed and the design, materials, and finishing processes were found to be adequate for the intended use of this device. The reported condition is possibly indicative of excessive off axis force during screw insertion or locking cap insertion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.